Event description:
This is report 3 of 5. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital eight days later. The patient recovered from the event.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were noted during the production of this batch relating to this complaint. The sample was not returned and the lot number is unknown, a device analysis cannot be completed. (B)(4).

Manufacturer narrative:
(B)(4). Follow up information received from the nurse. The nurse stated that she had seen the patient perform peritoneal dialysis (pd) therapy at home before, and had not observed any breach in aseptic technique. On an unreported date, the patient was retrained on aseptic technique. Pd therapy was ongoing at the time of this report. A review of all batch record documents for potentially associated lot number, 12i18h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.